Event description:
Information was received from a patient representative regarding an implanted infusion pump for non-malignant pain. The pump was used to deliver bupivacaine. It was reported that the patient was implanted with a pump and, 3 days later, was found to have brain bleed. The hospital needed the implant information of the pump because they wanted to do magnetic resonance imaging (MRI). The patient representative stated that the hospital felt that the brain bleed could be due to the pump or having the pump implanted. Patient services reviewed implanted pump information. The patient representative would call back if the hospital wanted to have the implant data sheet faxed to the facility. The patient representative called back and provided the fax number of the hospital. Patient services reviewed information and requested a fax of the implant data sheet.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.